Manufacturer narrative:
The referenced device was returned to olympus for inspection. The customer¿s reported problem could not be confirmed/duplicated during testing. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (okr) was informed that the customer visera elite ii video system center has a no image defect, ¿there is no image on the monitor¿. The reported problem was found during inspection before use. There was no delay and scheduled diagnostic procedure was completed using another similar device. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported phenomenon of ¿no picture¿ was not confirmed and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.